Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Event description:
It was reported that the customer has been off the insulin pump for a couple of months. The insulin pump is alarming motor error. The blood glucose reading is 192 mg/dl. The drive support cap is flush. Nothing further reported.